Event description:
Sevoflurane appeared on the gas analyzer. These machines have a defect which needs to be addressed by the company as a recall. The sevoflurane that is "leaking" is not being properly scavenged and is an environmental and health hazard for our employees and patients. Should we involve risk management and occupational health? I suspect it is also an osha and jc violation. In addition, if a chart goes under legal review for any reason we will have to explain this error.